Event description:
Low readings. The pt tested his blood glucose on his meter and received a 7.9 mmol/l (142 mg/dl) and did not experience any symptoms at the time of testing. Greater than 30 minutes later, the pt tested on a friend's ultra meter and received a reading of 130 mg/dl. The pt did not contact a physician or seek medical attention. The pt had not recently changed the unit of measurement (uom) and had not gone into the meter settings. The pt went to the hospital on a different day due to a heat stroke which was non-diabetes related. Customer care agent (cca) sent the pt a replacement meter and testing supplies.